Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer experienced the nausea, abdominal pain, difficulty breathing like symptoms. The customer mentioned that he is not able to use the pump since he was running out of battery and the blood glucose went high. Customer was advised to contact with the health care professional if the blood glucose rise and to purchase the battery to make sure that the insulin pump works. The device will not be returned for analysis.